Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had error message ¿device not detected on bus¿ and failed to open. A field service engineer (fse) troubleshot the half-height cubie drawer 4.2 on the main cabinet, which was failing cubie pockets with error messages and ¿device not detected on bus¿. The retractor band was replaced, and the row board cable and ribbon cable were reseated. A test was run in the hardware test application. The drawer and cubie pockets functioned properly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and displayed error as device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.